Event description:
It was reported that an asymptomatic patient presented device data remotely via merlin.net transmission showing post paced t-wave oversensing on the ventricular channel. The oversensing was noted on the stored egm. Programming changes were made. The patient condition was good following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.